Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient was treated with intraperitoneal (ip) injection of vanlid (1g, stat), ip injection of ceftazidime (1g, daily) and intravenous injection of merocrit (500 mg, mg "bd") for peritonitis. The treatment was reported was ongoing. The patient was discharged on an unknown date. At the time of this report, the patient outcome was unknown. Dianeal therapies were ongoing. No additional information is available.